Event description:
It was reported that the patient with this inflatable penile prosthesis had difficulty manipulating the pump and experienced discomfort. A revision procedure was performed and the pump was repositioned. No further patient complications were reported.